Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited amount of provided information.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from the primary tube was 0.23 miu/ml. This sample was repeated the same day on a second cobas 8000 e602 analyzer and the result was <0.100 miu/ml. This patient was pregnant and after the patient complained, the sample was retested on the second cobas 8000 e602 analyzer and the result was 10773 miu/ml. No adverse events were alleged for this event. The hcg reagent lot number was 169563. The expiration date was not provided.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).